Event description:
It was reported the patient was not able to adjust stimulation and saw a ¿call your doctor¿ icon and end of service (eos) message. It was noted the patient had their implantable neurostimulator (ins) off for 2 to 3 months. It was further noted the patient was having other health problems with their back and neck. The reporter stated they tried to turn stimulation on and that was when they saw the eos and ¿call your doctor¿ icon. It was noted the patient saw the message yesterday on their patient programmer after changing the batteries in the programmer. The reporter stated they were told the ins would last for 12 years and they were too old for another surgery. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# v508978, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).